Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached 861 mg/dl. The patient has renal failure. For treatment, the patient was given fluids and insulin. The patient was discharged after 3 days.